Manufacturer narrative:
Result: damaged auxiliary and main power cords. Damaged motion interrupt pan.

Event description:
It was reported by service report that the auxiliary and main power cords were damaged, and the motion interrupt pan was also damaged. No pt involvement or adverse consequences were reported.